Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 40 mg/dl, which she treated by eating a sandwich. Her blood glucose then increased to 230 mg/dl. Troubleshooting did not occur for the low blood glucose. The customer was advised to monitor their blood glucose and call back to troubleshoot the insulin pump if the hypoglycemia persists. No products were returned or replaced.